Event description:
Medtronic received information that following the implant of a medtronic transcatheter bioprosthetic valve a pseudoaneurysm developed on a femoral access site. This site was not the delivery catheter system (dcs) access site. A contributing factor/cause reported was a failure of the angio-seal 6.5 mm vascular closure system. The pseudoaneurysm was treated with ultrasound targeted compression and a thrombin injection with ¿good¿ result. No additional adverse patient effects were reported. Disclaimer statement: this report reflects info received by FDA in the form of a notification per 803.22 (b)(2).